Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the foley catheter clogged due to a build-up of sediment from the urine within 4 days of insertion. Reportedly, the gritty sediment could be felt during removal of the catheter, but was difficult to see. The patient noted that she tried irrigation in the past and was also previously on a large dose of antibiotics. She indicated that she went longer stretches without the sediment build-up when she was on them; however, she is no longer on the antibiotics and is seeking a way to combat the build-up. Patient was advised to follow-up with the physician and was offered an alternative all-silicone product (B)(4).